Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: on (B)(6) 2012, the subject was transported to the reporting hospital by ambulance due to severe low back pain. She was hospitalized due to compression fracture of the first lumbar vertebra. On (B)(6) 2012 informed consent was obtained. On (B)(6) 2012, a screening examination was performed and the subjects eligibility was confirmed. On (B)(6) 2012 placement of the investigational medical device, (B)(4), in the first lumbar vertebra, was performed. On (B)(6) 2012, the subject was discharged from the hospital with improved condition. On (B)(6) 2012, the subject experienced pains in the right lumbar through the bilateral thighs and began taking pregabalin as she requested. On (B)(6) 2012, an x-ray examination was performed, but the cause of the pain could not be identified. On (B)(6) 2012, the subject was hospitalized for close examinations. On (B)(6) 2012, the results of the close examinations, which included computed tomography CT, magnetic resonance imaging MRI, and myelography revealed pedicle fracture of the first lumbar vertebra arch. The pain disappeared with nerve block and analgesic medications, which were administered after the examinations. On (B)(6) 2012, the subject was discharged from the hospital. As of (B)(6) 2012, the subject did not recover from pedicle fracture of vertebral arch. On (B)(6) 2012, the subject visited another hospital due to a few days history of inappetence. On (B)(6) 2013 the subject expired due to bile duct cancer. Investigator comment. Since bile duct cancer seemed to have occurred incidentally, the event was not considered to be causally related to investigational medical device.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. A manufacturing and/or product investigation could not be performed as no product was received. A review of the device history record revealed no complaint related anomalies.